Manufacturer narrative:
(B)(4). Date of initial report : 02/22/2016. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the device stopped working during the procedure. After the case, it was observed that the clear insulation was missing. Nothing fell into the patient's cavity.

Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : 02/22/2016 date of follow-up report : 04/05/2016. One used lf5544 was received for evaluation. Visual inspection found the clear insulation was missing. The piece was not returned. The customer reported that after some time in the case, the handpiece would no longer work. The reported condition was confirmed. The investigation found the device to function normally and within specifications. The device was recognized when plugged into the generator. The device was activated on simulated tissue with acceptable results and a visual seal effect was observed. The sample functioned normally when activated in the vl mode. The investigation could not determine the root cause of the customer's report. The customer reported that upon inspection after the case, the sheath/sleeve at the distal end was missing. The reported condition was confirmed. The sample failed hipot testing. The investigation identified the root cause of the investigation findings to be user error. The IFU states to prevent damage to the flexible insulation proximal to the jaws, confirm the handle is fully closed prior to insertion into and extraction from the cannula. Use the appropriately sized cannula to allow for easy insertion and extraction of the instrument. Failure to do so may impact the integrity of the flexible insulation. Cannulas with hard, non-beveled openings may cause the flexible insulation to retract, which may compromise the insulation. If retraction occurs, the instrument must be discarded. Do not attempt to clean the flexible insulation. Cleaning may damage the insulation.